Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise and pacing inhibition shortly after implant. This patient was dependent on right ventricular (rv) pacing and experienced asystole greater than 2 seconds. As a result, the rv sensitivity was adjusted to 1.0 volts, and a request was made to have the episode reviewed by technical services (ts). Analysis of the episode confirmed the artifacts on the rv channel which resulted in pacing inhibition of several seconds was most likely related to air-fluid exchange in the device header. Ts noted that the sensitivity threshold can eventually be re-programmed to its nominal value. No additional adverse patient effects were reported. This product remains in service.